Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the pilot valve is leaking. Additional malfunctions are the small and medium clamps leak and the cabinet assembly is damaged.